Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken roll input disk inside the housing. Other backend components adjacent to the broken inputs did not show damage. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the roll direction, indicating a misalignment of the coordinate frames during the engagement sequence. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the surgeon experienced inverted/backward movement with single-port (sp) monopolar cautery instrument (mci). The issue always started at the beginning of the procedure, and it was not due to a camera issue. The customer replaced the instrument to resolve the issue. The procedure was completed with no reported patient injury.